Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were two devices that exhibited a gray bar indicating battery voltage below indication for implant. The cardiac resynchronization therapy defibrillator (crt-d) devices were not implanted. There was no patient involvement.